Event description:
The manufacturer received information regarding a simplygo mini. The device was returned to the manufacturer's service center. During the device investigation, a sieve alarm displayed a message stating, "sieve canister needs checked". The canister assembly was replaced. The silicone tube was found to have been worn away by contacting the rear case. The silicone tube was replaced. During further investigation of the device, a leak was found within the device. The sieve o2 side assembly was replaced as a result. During operation of the device, a noise was detected. The airside manifold was replaced as a result. Damage to the appearance of the ac power adapter was observed. The ac power adapter was subsequently replaced. No thermal damage nor any exposed wires were present. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.